Event description:
Concomitant device reported: tomofix tibial head plate (part# 440.837s, lot# unknown, quantity# 1); unknown locking screws (part# unknown, lot# unknown, quantity# unknown); handle large with quick coupling (part# 03.010.516, lot# t156533, quantity# 1).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6: a device history record (DHR) review was conducted: part: 309.530, lot: 2266274, manufacturing site: bettlach, release to warehouse date: 11.june 2007. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. H3, h6: a product investigation was conducted. Visual inspection: the visual inspection has shown that almost the complete threaded forefront of the extraction screw is broken off. The broken piece was not sent back for investigation. The rest of the instrument is otherwise still in good condition. Dimensional inspection: because of the damages the complaint relevant dimensions cannot be checked to print specifications anymore. Drawing/specification review: the manufacturing review shows that the production procedures were according to the specifications and there were no issues that would contribute to this complaint condition. The used material was stainless steel 1.4112 as required and the measured harness was within the specification of 620 ¿ 720 hv10. The broken surface is homogeneous what indicates material conformity as well. Summary: the received condition of the device is concordant with the complaint description and the complaint condition is confirmed. However, there was no information provided how the reamer broke or if a power tool was used, this makes it very difficult to determine an exact root cause. We can only assume that an excessive contact between the extraction bolt and a screw, for example by too much lateral stress during the removal of a screw, caused a mechanical overload and finally the breakage. In general, we would like to point out following statement from page 31 in the extraction screw set handling technique (art. 036.000.918: important: the hollow reamer and the extraction bolt are left-turning (to be turned anticlockwise). During insertion ensure that enough axial pressure is exerted and maintain the axis. Only use instruments with sharp edges. It is possible to use the hollow reamer with power tools, but this should be done very carefully. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Part returned. (B)(4). The investigation could not be completed; no conclusion could be drawn at the time of filing this report. The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. A review of the device history record has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2019, the patient underwent removal of tomofix due to bone healing. During the procedure, since it was difficult to use the handle of one (1) large handle with quick coupling, another one (1) handle large with quick coupling was used. The operation proceeded smoothly using the handle large with quick coupling. However, when the surgeon tried to remove the last locking screw that was at the most distal point of the plate, the handle large with quick coupling stripped the locking screw head. The surgeon then tried to remove the locking screw using one (1) conical extraction screw. However, the conical extraction screw broke, and the broken piece remained in the locking screw head. Due to this situation, a carbide drill could not be used. Finally, the surgeon extended the surgical incision largely (originally, the incision size was short). Then, the surgeon could remove the screw somehow by rotating the plate. There was a forty-five (45) minutes of surgical delay. The procedure outcome and patient status were unknown. Concomitant device reported: tomofix tibial head plate (part # 440.837s, lot # unknown, quantity# 1); unknown locking screws (part # unknown, lot# unknown, quantity# unknown); handle large with quick coupling (part # 03.010.516, lot# unknown, quantity# 1). This complaint involves three (3) devices. This report is 3 of 3 for (B)(4).